Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that during a gastric sleeve procedure, the device could not be reloaded because the instrument could not be opened correctly after firing and removing from the trocar. A second like device was used to complete the procedure. No further information is available. There were no patient consequences reported.

Manufacturer narrative:
(B)(4).batch # n56p1u. The analysis found that one long60a device was returned with no apparent damage and with one ecr60g cartridge loaded in the device. The cartridge reload was received fully fired. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted.